Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, leaving only half of the display usable, and a replacement device was shipped after the user provided a photo. Symptoms included no reported clinical effects. Outcomes included continued diabetes management with guidance to follow the disconnection action plan, use cgm via the dexcom app or receiver, and perform standard startup on the replacement device since data would not transfer. Investigation included remote troubleshooting and education, confirmation of shipping and return logistics, and review of user-provided imagery of the damaged screen. Investigation of this case revealed physical damage to the display component consistent with a broken or cracked screen that impaired usability, without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display outside of device malfunction.